Event description:
The or staff reported that during an intraocular lens (iol) implant procedure, there was a small crack felt. The surgeon did not exchange the lens because he felt it was superficial. Additional information has been requested.

Manufacturer narrative:
This report originally filed as 9612169-2022-00420. The manufacturer internal reference number is: (B)(4).